Event description:
Olympus was informed that the endoscopic image became dark during a video-assisted thoracoscopic surgery. The procedure was reportedly changed to open surgery and the procedure was completed.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2012-00381. Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. Omsc acquired the additional information regarding this issue that when the endoscopic image became dark, the led indicating "high intensity mode indicator" was not lighting. Therefore there was the possibility that the facility connected the unspecified light guide cable insecurely to the clv-s40pro or used the light guide cable not compatible with "high intensity mode". The conclusion of this issue is no different from the initial report. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The referenced device was returned to olympus for eval. The eval confirmed that the (B)(4) had no abnormally. The exact cause of the event could not be conclusively determined, however, there is the possibility of the user mishandling. Olympus stated the proper method for using in the instruction manual of (B)(4). There were no further details provided. However, olympus continues to f/u with the user facility to gather add'l info. If signification add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.